Event description:
The customer reported that the images were overlapping. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was reloaded and the workstation c-drive was reformatted. The system was then found to be operating as intended.